Event description:
It was reported that during the implant procedure, the lead exhibited high capture thresholds. The lead position was changed multiple times with the same results. It was suspected that the lead had been damaged during the procedure. The lead was no longer used and replaced.